Event description:
On 23 jan 2026, arthrex was notified via email of a case study published in january 16, 2013 by the journal bone joint surgical american titled ¿bone tunnel widening with autogenous bone plugs versus bioabsorbable interference screws for secondary fixation in acl reconstruction.¿ the study reviewed 41 patients and identified acl/pcl instability with the bioabsorbable interference screws and tenodesis screws in 3 patients during the 7.5-year follow-up period. 2 patients experienced a pre-tibial cyst. Ref: kim sj, bae jh, song sh, lim hc. Bone tunnel widening with autogenous bone plugs versus bioabsorbable interference screws for secondary fixation in acl reconstruction. J bone joint surg am. Jan 16 2013;95(2):103-8. Doi:10.2106/jbjs.l.00356.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.